Manufacturer narrative:
H4: correction: in initial report, the manufacturer date provided was inadvertently reported as 04/17/2018, however the correct date is 04/19/2018. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3 and a4: unknown/ not provided section h3: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : see h10

Event description:
It was reported that during phaco sculpting in the operating room (or), the surgeon experienced a posterior capsule rupture in the right eye, causing the surgeon to complete an anterior vitrectomy. The surgeon proceeded to implant a sulcus intraocular lens (iol) and reported that the patient will be referred to a specialist for a posterior vitrectomy. The surgeon mentioned that he expects the patient to have a good visual outcome. No additional information was provided.